Event description:
It was reported that the patient was shocked due to external interference while hand cranking the stabilizer jacks on an rv while it was running. The patient was wearing a wet swimsuit and no shoes. The electrogram showed clear 60 hz noise corresponding to the time of the shock. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2013; 6947-65 implantable tachy lead (B)(6) 2013. (B)(4).